Event description:
Healthcare professional reported through journal article titlted "invasive stage iiii breast implant associated anaplastic larger cell lymphoma successfully treated with incomplete resection" that a patient experienced bia-alcl, pain, swelling, seroma, necrosis, broken rib, open wound from incision, breast mass, and skin changes on right side. Healthcare professional also reported hematoma but it was deemed not device related. The device has been explanted and replaced. Patient was treated with chemotherapy, radiation and chemotherapy with brenteuximab, vedotin, cyclophosphamide, deoxorubicin and prednisone. Received the following bio-markers cd30, cd2, focally weak positive cd45, and alk-1 negative.

Manufacturer narrative:
Article citation: nestler, j. A., kim, j. K., goodreau, a. M., mountziaris, p. M., & mcguire, k. P. (2022). Invasive stage iii breast implant-associated anaplastic large cell lymphoma successfully treated with incomplete resection. Bmj case reports, 15(4). Https://doi.org/10.1136/bcr-2021-246664. (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events: lymphoma-alcl, wound dehiscence, seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, swelling, skin changes, palpable mass.